Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's flow straightener was found to be contaminated with a foreign substance. The device's flow straightener was cleaned to address the issue.